Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient went with a taxi to a hospital, there they took a bg reading which was 39 mmol/l. The second measurements were taken, the bg reading was 25 mmol/l and the cgm reading was 12.8 mmol/l. At some point the bg reading was 14.0 mmol/l and the bg reading was 3.5 mmol/l. The patient felt dizzy, vomiting, very tired, headache and muscle pain. The patient was treated with IV insulin. The patient was transferred to a different hospital and stayed for 2 days. There the patient was treated with IV insulin. At the time of the report the patient was better but still a little bit tired. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient went to the hospital. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.